Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was noted that the audio bolus button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the bolus button was noted to be inoperable. There was moisture corrosion on the contacts of the bolus button. There was also moisture on the transceiver board. Unrelated to the original complaint, the pump case was noted to be damaged with a crack near the upper right corner of the display. Additionally, the battery compartment was cracked below the bumper pad.